Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a dermal suture procedure on (B)(6) 2013 and suture was used. After about five months from the surgery, reddened skin resembling an allergic reaction occurred around the sutured area. An antimicrobial agent was administered to the patient. The reddened skin became much less severe, but skin pigmentation remained. Currently, the patient is in stable condition.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch gbz300,batch gc6594,batch gcz718,batch gcm428,batch gdm180.